Event description:
Customer reportedly awoke with chest pains and tested 150 mg/dl on the aviva system. Three hours later, he was found sitting in a chair and his wife tested him at 130 mg/dl on the aviva system. He was taken to the hospital where he tested >400 mg/dl and given insulin.